Event description:
Compromised sterile package (blister, lid, or foreign material). During the tka surgery, it was found a very small black foreign substance on the insert when the package was opened. The surgeon irrigated it and used it.

Manufacturer narrative:
As part of a quality system improvement plan stryker corp conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There is 1 event associated with this event type compromised sterile package (blister, lid, or foreign material and (B) (4)).